Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation dust/dirt contamination in the blower unit was found. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a bipap device's sound abatement foam. B5 should have been reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused worsening seizures in 2021, nasal/throat irritation and soreness, difficulty breathing, headaches. The patient has alleged to the device being noisy. The patient did not report receiving any medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information received and section g3 has been updated to reflect new bad. Additional information received and section h6 was updated with the appropriate health effect - clinical code(s) and type of investigation, investigation findings, investigation conclusions were corrected to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.